Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were about to set up the insulin pump but it would not allow them, the screen shuts off for 2 seconds and sometimes not and the keypad was unresponsive. The customer's blood glucose level was 153 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. However, device received with intermittent button response due to flattened express esc and act button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector.